Event description:
It was reported that this right atrial (ra) lead function appeared to be degrading. Technical services (ts) discussed troubleshooting options and recommended for device interrogation for further evaluation of the lead function. This lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.